Manufacturer narrative:
Date of event estimated. Correction - section h6 - code correction the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient was experiencing ineffective stimulation and was only receiving right side coverage. It was also reported per the physician that one tail of the lead was disconnected out of the ipg, and possible bodily fluid entered through the port of the ipg. Surgical intervention took place on (B)(6) 2024 where an additional lead was implanted and the ipg was explanted and replaced to address the issue. Effective stimulation was restored.

Manufacturer narrative:
Date of event estimated.